Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the rate response was too aggressive and resulted in dyspnea and fatigue. The device was reprogrammed to resolve the event, and the patient was in stable condition.